Manufacturer narrative:
(B)(4). Concomitant medical products: unknown femoral component - 4507260; unknown articular surface. Report source: foreign: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-01106, 0001822565-2022-01108.

Event description:
It was reported that the patient underwent an initial left total knee arthroplasty. Subsequently, the patient was discharged home after an uncomplicated hospital stay. While at home, the patient experienced a superficial wound dehiscence and discontinued exercises, ambulating with a straight leg to prevent further wound interruption. No further information regarding cause, treatment, or intervention was provided. Attempts have been made and no further information has been provided at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: 00576401451 - femoral component - unknown 00596402210 - articular surface - unknown 00597206532 - patella - unknown the following sections were updated: b4; b5; d1; d2; d4; d10; g3; g4; g6; h1; h2; h3; h6; h10 the patient had a left total knee arthroplasty with uneventful hospitalization. The patient developed a post-operative superficial wound dehiscence while at home. It is expected that a wound heals in stages and should be of normal appearance related to the timeframe since the incision was made. A surgical wound should be well approximated without redness, warmth, swelling and/or purulent drainage for the duration of its healing. The expression 'wound concerns' or 'non-healing wound' would imply that the appearance of the wound deviates from what a surgical wound should appear as. It may be red, have drainage, additional pain, warmth and swelling as well as healing time may be delayed. This deviation signifies an alteration in the wound healing process. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-01106 0001822565-2022-01108 0001822565-2022-01163